Event description:
Customer stated, "it doesn't always turn off ". Product has not been returned for investigation. Customer did not claim any injury. Based on feedback analysis and trending bce has not found it to be a recurring issue in this lot. Without the presence of product, bce cannot make any further determinations. Customer was misusing the pad. In response to the question "describe how were you using the pad?" The customer responded with "I lay on my stomach and put it on my back and then go to sleep." IFU states "do not use while sleeping"